Event description:
Reference MDR #1219856-2013-00312 for the first event involving the same pt. It was reported that the event occurred while in the cath lab during use. The second intra-aortic balloon (iab) used was an iab-05830-lws and the same result occurred when the iab would not zero. Another intra-aortic balloon pump (iabp) was tried unsuccessfully. As a result, the doctor removed the second iab. A third iab was retrieved and this time they followed the correct steps by zeroing first then inserting; the iab zeroed and worked fine. Iabp therapy was able to go on as planned. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is the pt was still receiving iabp therapy successfully.

Manufacturer narrative:
(B)(4).